Manufacturer narrative:
A visual and microscopic inspection of the returned device revealed the imaging window was detached from the lapjoint section. A microscopic inspection revealed the distal housing of the transducer was complete with no shattered pieces. Impedance testing shows a good unit wave form. Image testing was not performed due to the detachment.

Event description:
It was reported that visualization issues occurred. An opticross hd imaging catheter was introduced for target lesion visualization. Before the device reached the lesion, the screen went dark and nothing was displayed. The device was removed and the procedure completed with a different device. There were no adverse patient effects.